Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The insulin pump was not exposed to moisture or damaged. Customer was using alkaline. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump powered up properly after battery installation and there was no blank display. The insulin pump was received with normal operating currents and passed self-test, a 21 error test and displacement test. There was no unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms during testing.